Event description:
The PICC line was placed in the antecubital area and broke three days after insertion. The line broke where they are "looping" the catheter under the dressing, below the strain relief collar, outside the insertion site. No problems were noted during insertion.

Manufacturer narrative:
The sample is not available for the investigation. If additional info is provided, a supplemental report will be submitted. The device history records were reviewed for the reported lot number, 7151925, and no irregularities were noted during the lot's manufacture.